Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise that was oversensed and led to pacing inhibition. The physician elected to leave the programming as is and monitor. The patient was stable.